Event description:
It was reported that when patient goes into manual mode they, experience low blood glucose levels, because the insulin delivery does not pause. Blood glucose level was reported to be 40 mg/dl. The patient was advised to speak with their health care professional to adjust manual basal settings. As treatment, the patient took glucose powder tablets to raise their blood glucose levels. Medical assistance was not required.

Manufacturer narrative:
Cloud data from the user for the period of 19mar2026-23mar2026 was downloaded and reviewed. Review of the cloud data found no records for manual insulin suspension during this period. Review of the patient history buffer (phb) data found that, while the system was used in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. While the system was used in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. No evidence of an over delivery of insulin was observed in the available cloud data. Without log files, it cannot be determined if the user unsuccessfully attempted to pause insulin delivery during this period. The exact cause of the reported inability to pause insulin delivery could not be conclusively determined from the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.n981usqsehyh1. Hardware: sm-n981u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.